Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colectomy procedure, the distal staples did not form and the device fully cut. No buttressing material was being used. A different device was used to complete the procedure. There was no adverse consequence to the patient.